Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a proximal pressure sensor autozero failed error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The biomedical engineer (bme) reported to the remote service engineer (rse) that a proximal pressure sensor autozero failed error occurred. The bme also informed the rse that the flow sensor assembly was recently replaced a few weeks ago. The rse recommended that the bme should check the pin alignment between the flow sensor assembly and data acquisition (da) printed circuit board assembly (pcba). While on the phone with the rse, the bme noticed that the one of the pins was not in the connector. The bme properly installed the da pcba onto the flow sensor assembly and made sure that the pins were all aligned. The bme ran the device for one hour without any issues. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.